Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's power button was observed. The device¿s front panel and keypad led board were replaced to address the issue. In addition of the above evaluation, the device's crack was confirmed, the flow sensor assembly was replaced. The device's performed repair test, alarm check, battery check, run in tests, cleaning and then confirmed the unit operated properly. The device's software version was checked (ver.14.1.03). The device's air path foam and the inlet air path assembly will be replaced when replacement air path foams and inlet air path assemblies arrive.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's power button was observed. The device¿s front panel and keypad led board were replaced to address the issue. In addition of the above evaluation, the device's crack was confirmed, the flow sensor assembly was replaced. The device's performed repair test, alarm check, battery check, run in tests, cleaning and then confirmed the unit operated properly. The device's software version was checked (ver.14.1.03). The device's air path foam and the inlet air path assembly will be replaced when replacement air path foams and inlet air path assemblies arrive. The front panel was evaluated by the manufacturer's product investigation laboratory (pil) and found the front panel functioned as designed and operated without issue or error codes.